Event description:
This patient had a left total hip arthroplasety in 1992. He has had good results since that time but now presents with a six month history of increasing pain, as well as "shifting" of his left hip. X-rays are consistent with loosening of both acetabular and femoral components. All components were removed and replaced. Intraoperative cultures were negative "got growth".